Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-jan-2023 . H6: investigation summary eight sealed and one open 31g x 5mm pen needle samples and three photos were returned from lot. No. 2040111, cat. No. 320129. A clog test was carried out on the returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported while using bd micro-fine¿+ pen needles 31g x 5mm it was difficult to operate. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about needle clog. According to the user's report, the drug solution did not come out smoothly.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2040111. Medical device expiration date: 28 feb 2027. Device manufacture date: 09 feb 2022. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿+ pen needles 31g x 5mm it was difficult to operate. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about needle clog. According to the users report, the drug solution did not come out smoothly.